Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to lead (lot# unknown) only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient felt sore from the incision and said they hurt a lot yesterday. Two days later, confusion was reported. The patient also said they were constipated and not voiding. No device issue and no further patient complications have been reported as a result of this event.